Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 2: as reported by the user facility: the product was assembled by anesthesiologist in the operating room. Upon arrival in the recovery room, the patient's underpad was wet and soiled with blood. The clinician irrigated the extension set and the presence of a hole in the green part before the needleless connector was identified.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample connected to a valve from another manufacturer and 23 unused samples were provided for evaluation. Visual evaluation of the used sample confirmed that the connector was cracked. All 23 unopened samples were opened and visually inspected, no cracks were noted to be present on the connectors of the unopened valves. Based on the evaluation of the sample the reported defect is confirmed against the used set.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.